Manufacturer narrative:
(B)(4). The pump was received with a scratched case, a missing reservoir tube o-ring, a broken reservoir tube lip, a missing retainer and a serial number label fading. The test reservoir does not lock in place and unable to perform the displacement test due to missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had loose retainer ring and reservoir was able to lock in to place. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.